Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software and extraction was successful. Watermark was observed at the base of the tail indicating the sensor was properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Sensor unable to communicate with evm (evaluation module) after de-casing and was unable to perform the source measurement unit testing (smu). An extended investigation was conducted. A visual inspection on the de-cased sensor revealed that the printed circuit board assembly (pcba) near the application specific integrated circuit (asic) and bluetooth module (em chip) was damaged. This would prevent the near field communication (nfc) and ble functions. The pcba was damaged during de-casing. The observed damage to the pcba and components prevents communication and prevents functionality testing. Therefore, adc is unable to perform any further testing at this time due to the damage during de-casing. In addition, the DHR (device history report) for the libre sensor and sensor kit were reviewed and showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.